Event description:
It was reported that the insulin pump had a blank display and alarmed an error. The blood glucose reading was 157 mg/dl. The customer stated that the insulin pump had been in his pants pocket while it had been raining outside, but she advised that his pants were dry. Upon troubleshooting, the display did not return. The customer was advised to clean the battery cap contact, and the display did not return thereafter. He also reported that he received a high pitched noise from the insulin pump, followed by the error alarm. He stated that the insulin pump did not allow him to complete a rewind because of the blank display. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty liquid crystal display board. No constant tone was noted. No further tests could be performed due to blank display. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.